Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted, and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed that the battery was received in an inoperable state; the battery was unable to charge, or provide power. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inoperability of the battery. An attempt to reset the main integrated circuit (ic) was able to reestablish the functionality of the battery. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. Scar (B)(4)investigated battery main integrated circuit malfunctions. Even though this scar is closed, the battery falls within the bounds of this scar. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out-of-specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.